Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connect was found to be dislodged. Functional testing was not performed because the device was received in a condition making evaluation impossible. Therefore the complaint of hardware failure could not be confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report the receiver was warm to the touch on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) interface is damaged. Functional testing was unable to be performed due to the condition of the device. The receiver case was opened for further evaluation. An internal inspection confirmed the reported event of an overheating receiver. The root cause was determined to be a dislodged usb connector.